Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device not in clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed that the disk storage was full. Customer deleted patient history still system was showing disk full. Fse replaced three hard disk, output of the main power distribution unit (mpdu) for the image pc power, recreated image store and did necessary adjustments. After that system was working fine. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that the image disk space was full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the device¿s image hard disk drives needed to be replaced. After replacing the image hdds and the bios battery on the motherboard, the device was returned to expected functionality. Philips has started an investigation of this complaint.